Event description:
Sex: unk. Procedure: unk. According to the reporter: the items in the box are correct, however, what is pictured on the box from autosuture is not what is inside the box. This discrepancy lead to surgical case cancellation. The surgeon was under the assumption that the wrong equipment supplies were in kit based on the picture. The pt was under anesthesia when the surgical case was cancelled.

Manufacturer narrative:
Initial report sent to FDA on 11/27/2007.